Event description:
Dealer states the on off switch is broken off and stuck in on mode. Dealer advised joystick works but can not change modes or speed.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.